Event description:
The thermachoice device had a hole in the bag near the top and would not hold pressure. It was removed from the field and replaced with another of the same product. The case was completed with same machine without further problems.